Event description:
It was reported that while doing a system change out due to erosoin there was difficulty removing the left ventricular lead. The surgeon had difficulty undeploying the lobes and resorted to using a laser kit and sylet extractor to remove the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, there was apparent explant damage and the lead was stretched. (B)(4) the device was returned, analyzed and analysis results revealed no anomalies found.